Event description:
During use during a surgical procedure the surgical team heard a loud "pop" and observed a spark from the karl stortz bipolar high frequency cord. When staff went to unplug the cord, it was noted to be completely severed. On investigation it was identified that the cord connecting the handpiece to the console had been sterilized more than the recommended number of times per mifu, which likely contributed to this event.